Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), there were times when the direct electrocardiogram was not recognized. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1 ( event site telephone:(B)(4) ). It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) direct electrocardiogram was not recognized three times. There was patient involvement and no patient harm reported. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. There were no abnormalities observed. Direct ECG, bp, and external ECG were confirmed. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.